Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered defective patient board, insects and dust were found on the patient board, led unit was found burnt, the main switch was found in a dirty condition, the tank socket was found corroded, minor scratches on the top cover, chassis, and front panel, rear panel, scope-socket was slightly tight, minor corrosion on the board, but currently working, gasket minor deformed, front panel groves were okay, front panel minor chip broken near scope-socket and front panel was dirty in appearance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the image was flickering when attached to the video system center. There were no reports of patient harm associated with this event. Upon inspection and testing of the returned unit, the harness was found burnt. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a defective printed circuit board. Olympus will continue to monitor field performance for this device.